Manufacturer narrative:
Age at time of event: approximately (B)(6) years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed  (B)(4).

Event description:
It was reported that balloon rupture and shaft break occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. An emerge balloon catheter was advanced to dilate the lesion. However, during the first inflation at 10 atmospheres, the balloon ruptured. During removal, the system came apart but stayed on the guide wire and was removed to successfully complete the procedure. No patient complications were reported and the patient's status was excellent.

Event description:
It was reported that balloon rupture and shaft break occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. An emerge balloon catheter was advanced to dilate the lesion. However, during the first inflation at 10 atmospheres, the balloon ruptured. During removal, the system came apart but stayed on the guide wire and was removed to successfully complete the procedure. No patient complications were reported and the patient's status was excellent.

Manufacturer narrative:
Upn- search corrected from unk731 - emerge - cmc - maple grove (intervent cardio) - 30000 to upn corrected from unk731 to h7493919320200. Device expiration date, device lot number, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the returned device consisted of a 2.0 mm x 20 mm emerge device in two pieces. The batch number printed on the hub was 22166979. There was balloon was loosely folded with blood in the balloon, inner shaft, and wire lumen. The device was soaked in a warm waterbath for 7 days. The tip, balloon, inner/outer shaft and hypotube were microscopically, tactile and visually inspected. Inspection revealed a complete break in the hypotube located 51cm from the strain relief, and numerous kinks in the hypotube. The fracture faces of the hypotube were ovalized, as if kinked prior to separation. The kinks and fracture are consistent with advancing the device in severely tortuous anatomy. Inspection of the remainder of the device revealed no other damage or irregularities. A stopcock was attached the distal portion of the broken device with an inflation device (filled with water) attached to the opposite end of the stopcock, and positive pressure was applied. The balloon inflated to rated burst pressure and hold steady pressure for 5 minutes. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).